Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient who is wheel chair bound, was admitted into the hospital a few months ago for shortness of breath and a fever. The patient dropped the system controller, breaking the integrity of the exit site of the percutaneous lead. It was also reported that the patient does not like to wear the binder. Blood and exit site cultures were drawn from the patient, and a driveline infection was confirmed. The patient was feeling better and was discharged and treated with oral antibiotics.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.